Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, low hv lead impedance was noted. Lead integrity issue was suspected. Further lead testing was recommended and discussed with the physician. The physician has not called to schedule the procedure.